Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 4.0 x 20, 135cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.